Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -the patient was revised because of pain. Doi: (B)(6) 2008 dor: (B)(6) 2012 (right hip). Update: 6/28/2013 - litigation papers received. Litigation alleges failure of the implant and high concentrations of various metallic elements. There is no additional information that would affect the outcome of this investigation. Update rec'd 9/12/2014- pfs and medical records received. After review of the medical records the revision operative note indicated pain, corrosion the trunnion, and a well fixed cup and stem in good position. There was no mention of metallosis, pseudotumor, or dislocations as litigation alleged. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/2/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the stem provided product and lot combination. A worldwide complaint database search found other reported incident(s) against the metal head and metal liner provided product and lot combinations. Based on previous investigations this complication of joint replacement with the metal head and metal liner is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.